Event description:
The biomedical engineer (bme) reported missing telemetry units at the central nurse station (cns), which was related to this multiple patient receiver (org). No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported missing telemetry units at the central nurse station (cns), which was related to this multiple patient receiver (org). They discovered that there was an error light on the org, but rebooting did not resolve the issue. No patient harm was reported. Investigation summary: the evaluation of the returned device shows that this complaint is confirmed. The root case of the reported issue is due to a mismatched ip address label. No further investigation will be performed. Trending will continue to be monitored for this device, incidents, issues, and causes. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: cns: model#: ni, serial#: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: na. Zm transmitters: model#: ni, serial#: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: na.